Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that 5 unspecified bd pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown complaint 2 of 2: consumer reported no insulin flow during priming with 2 pen needles from current box. Stated the 2nd pen needle from current box did not release insulin this morning. Stated 5/100 pen needles from his previous box did not release insulin during priming however, consumer discarded old box and was unable to provide lot # and catalog #. Stated he primes before every injection and checks the pe of the needle to ensure it is straight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that 5 unspecified bd pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Complaint 2 of 2. Consumer reported no insulin flow during priming with 2 pen needles from current box. Stated the 2nd pen needle from current box did not release insulin this morning. Stated 5/100 pen needles from his previous box did not release insulin during priming however, consumer discarded old box and was unable to provide lot # and catalog #. Stated he primes before every injection and checks the pe of the needle to ensure it is straight.